Event description:
It was reported the cot tipped over, resulting in injury to the patient. No information was provided regarding the treatment or severity of the injury. Attempts were made to obtain this information but the customer informed stryker they are facing litigation and no additional information will be available regarding this incident. No malfunctions or defects were found that could have caused or contributed to this event.